Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was going to be used in a procedure performed on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that the stent was protruding from the plastic case and the sterility of the device was compromised. The procedure was completed successfully with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Event description:
It was reported that an advanix pancreatic stent was going to be used in a procedure performed on (B)(6)2020. According to the complainant, during unpacking, it was noticed that the stent was protruding from the plastic case and the sterility of the device was compromised. The procedure was completed successfully with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The device was not returned for analysis.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6) block h6: device code 1444 captures the reportable event of packaging seal compromised. Block h10: the returned advanix pancreatic biliary stent was analyzed, and a visual evaluation noted that the device was returned on its original pouch and was likely open on the supplier seal part. Also, there's no present of holes or cuts that could compromise the sterility. The stent had some kinks in the proximal and distal section. No other issues with the device were noted. The reported event was not confirmed. However, according to the analysis, the stent had some kinks in the proximal and distal section, this issue is related to manipulation and handling/technique. The issue occurred prior the procedure, this condition in addition to force when they tried to release the unit from its original package or when they tried to test the unit before it was used could contribute to the encountered issue. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.